Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, three days into ilet use, the user experienced hypoglycemia following a meal announcement and supply change, with a reported low of 40 mg/dl lasting several hours. The user treated with carbohydrates, and bg subsequently normalized. No medical intervention was required.